Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A review of the system logs showed that the battery's charge cycle count had exceeded the charge cycle limit. It was reported that the power pack cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to device design. It was also reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: after disassembly of the device, a non-critical electrical component was found damaged. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when charging, the battery charger status was found to be flashing red while charging the handle. When removing the handle from the charger and checking the lcd, the number of handle procedures remaining turned to zero, furthermore, the handle was found to have not charged and immediately turned to shut down. An attempt was made to charge the handle using another charger, however, the status turned to flash red, as the same as earlier. Other handles were able to charge using the charger. Another handle was used to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident device found that when the rear housing was removed, there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. T was noted that one of the internal transistors was also damaged.